Event description:
It was reported by the pt's audiologist that the pt's device had a no output condition. The pt was seen in june 2005 by vibrant med-el staff member at the hospital. The audiologist reported that on the activation day, he adjusted the audio processor but the pt was not able to hear anything with it. The audiologist checked the audio processor, and it was functioning correctly. He then set it at maximum output but the pt could not hear any amplification. Testing was carried out and functional gain showed no significant difference between the unaided and aided thresholds for warble tones in soundfield. A rtf test was done and showed to be negative.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned vibrant med-el for evaluation.